Manufacturer narrative:
Section a2: year of birth: 1970. Customer only provided the year of birth. Detailed information was asked but it was not provided. Section a4: patient weight: unknown/not provided, as information was asked but it was not provided. Section a5: ethnicity: unknown/not provided, as information was asked but it was not provided. Section b3: month of event: may. Customer only provided the month of event. Detailed information was asked but it was not provided. Section e1: telephone number: (B)(6). Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient's visual acuity (va) was about 0.8 but a decision was made to replace the implanted intraocular lens (iol) due to visual discomfort in both eyes (ou). Through follow up, we learned that the patient had some itching and blurry vision, and uncomfortable eye. The manifest refraction (mr) maximum plus correction vision was only up to va 0.7- 0.8. The iol was explanted and replaced with a eyhance toric lens. There was no reported injury to the patient. Patient status is unknown. Pre-operative vision is -0.8 and +0.8 is the post-operative vision. No further information was provided. This report captures information related to iol implanted in the patient¿s right eye. A separate report is being submitted against the iol implanted in the left eye.